Manufacturer narrative:
Summary of event: as reported, prior to treatment of postpartum hemorrhage [pph], the balloon of the 'bakri tamponade balloon catheter' leaked when it was injected with saline. Upon inspection there was a small hole in the balloon where the fluid leakage occurred. The balloon did not make contact with the patient. The procedure was completed by using another new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. A document-based investigation evaluation was performed. A search of the device history record found no related non-conformances reported for lot: 14712218. A complaint history database search showed no other related complaints associated with the complaint device lot: 14712218. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Additionally, there is no evidence to suggest that the device was manufactured out of specification. Visual inspection of the returned complaint device was also conducted. One 'bakri tamponade balloon catheter' was returned for investigation. A small tear was visible in the balloon material near the proximal glue bond. Cook also reviewed product labeling. The IFU [t_j-sosr_rev4; 'bakri postpartum balloon'] supplied with the device states the following in consideration of the reported failure mode: 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Additionally, there is no evidence to suggest that the device was manufactured out of specification. The complaint was confirmed based on customer testimony and evaluation of the returned device. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, prior to treatment of postpartum hemorrhage [pph], the balloon of the 'bakri tamponade balloon catheter' leaked when it was injected with saline. Upon inspection there was a small hole in the balloon where the fluid leakage occurred. The balloon did not make contact with the patient. The procedure was completed by using another new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E3: occupation: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.